Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the diagonal branch. A 15mm x 2.00mm nc quantum apex¿ balloon catheter was inserted into an unspecified guide catheter however the shaft of the balloon catheter was kinked upon insertion. The physician continued to advance the balloon catheter but the device was not seen advancing into the coronary artery. The guide catheter was visualized and it was noted that the shaft of the balloon catheter was broken inside the guide catheter. The entire system was removed and the procedure was not completed. No patient complications were reported and the patient's status was fine.